Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of express sd stent delivery system (sds). Visual and microscopic analysis confirmed that stent impressions on the balloon and the stent had dislodged from the sds. There was no damage to the stent or sds. The reported stent dislodgement was confirmed.

Event description:
It was reported that stent dislodgement occurred. A 5.0mmx15mmx150cm express vascular sd stent was selected for use. However, it was noted that the stent dislodged before it was placed inside the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. A 5.0mmx15mmx150cm express vascular sd stent was selected for use. However, it was noted that the stent dislodged before it was placed inside the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.